Event description:
It was reported that the ventilator generated alarms indicating low expiratory tidal volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for low expiratory tidal volume, despite the measured values being within the alarm limits. No direct investigation of the ventilator was requested. An evaluation was performed based on the provided event description and device logs. The ventilator was operating in simv (pc) + ps mode, where it delivers mandatory controlled breaths at a preset respiratory rate and pressure while providing inspiratory support for spontaneous breaths taken between mandatory breaths. The event log confirmed the occurrence of low expiratory tidal volume alarms. The test log showed that a successful pre-use check was performed before ventilation began. Additionally, the technical log contained no error codes indicating a ventilator malfunction at the time of the event. The likely cause of the alarms is frequent spontaneous breathing by the patient. The alarm activation or deactivation is reset every time the type of breath changes (mandatory/supported). The alarm will not deactivate as long as the type of breath keeps changing. The alarm was activated by three consecutive breaths below the alarm limit before the breathcounter recording starts. Then the alarm is not deactivated when the measured low expiratory tidal volume is within limits. This issue is considered low severity, as it does not impact the control of delivered gas flow. A software improvement has been implemented in the latest version to address this behavior.

Event description:
Manufacturer's ref #: (B)(4).